Event description:
It was reported that the power button would intermittently work. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control inc. Evaluated the device. The root cause was determined to be due to a failure of the keypad assembly main control. After replacing the keypad assembly main control, proper operation was confirmed and the device was returned to the customer.